Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings: a review of the black box showed no loss of primes. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of primes occurred. The force sensor calibration testing passed. The pump was opened to find no damage to the force sensor circuit. Unrelated to the original complaint, the display was dim with a red hue.